Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had moisture damage to the electronics, minor scratches on the display window and a cracked reservoir tube lip.